Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display screen was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/30/2015 with the following findings: the cartridge and battery caps were not returned; a test battery cap was used to verify steps. The text on the display screen was found to be dim, faded and reddish. Unrelated to the complaint, the battery compartment was found to be cracked along the side from the threads to seal case. Also unrelated to the complaint, the keypad cover was found to be intact. The down arrow keypad button was found to be intermittently responsive. The keypad cover was removed and contamination was found under the contrast and down key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.